Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/force sensor system and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, case cracked at the reservoir tube window corner, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.